Event description:
Related manufacturer reference number: 2017865-2021-39474. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. No programming changes were taken. The patient was stable, and will continue being monitored.